Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because no device was returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "the rn noticed during bad change of dexmedetomidine the ml/hr rate in epic did not match the ml/hr rate calculated on the pump. The dosing weight on the pump to ensure it matched the dosing weight being used in epic, both weights were the same. The pump was running at 23.7ml/hr 1.2mcg/kg/hr, (B)(6). I manually entered the rate of 27.4 which is calculated in epic for a dose 1.2mcg/kg/hr for (B)(6). The pump changed the rate to 1.99mcg/kg/hr. I disassociated the pump and re-associated the pump, pharmacy was called about the issue. I then double checked the dosing weight, dose, ml/hr in epic and the pump with the pharmacist. The pump concentration was showing 4.44mcg/ml which did not match the concentration of 3.8462mcg/ml in the bag. A new alaris pump was obtained and associated with the dexmedetomidine which then showed the correct weight (B)(6) dose of 1.2mcg/kg/hr rate 27.4ml/hr concentration of 3.8462mcg/ml all correlating with epic. The alaris pump was taken from the patient room to biomed."